Event description:
A (B)(6) male patient called zoll customer support to report frequent check therapy pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received the belt failed an incoming functional test. Upon evaluation, the pulse wire was open in the cable connecting the distribution node (dn) to ECG b. The cause for the alarms and the test failure is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.